Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra procedure was confirmed with empirical evidence based on information provided by edwards clinical specialist (cs). Per the information provided, three pascal devices were implanted successfully, however the third one detached one year and nine months after procedure. Due to the limited details, the definitive root cause is unable to be determined. Evaluation of the available information is unable to identify a potential root cause for this event. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace procedure in tricuspid position where 1 year and 9 months after the procedure, a single leaflet device attachment (slda) occurred. Three ace devices were successfully implanted in the index procedure. The initial tricuspid regurgitation (tr) grade was 5 before the procedure, and it was grade 1 post-procedure. 1 year and 9 months after the procedure, the third device detached. Reintervention was planned with a non-edwards device.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.